Event description:
It was reported that the indigo handpiece was heating. Procedure was completed with device, but it took time for cool down handpiece. The device was being run at 52000 -60000 rpms in the forward mode. There was no patient impact.

Manufacturer narrative:
H3: it was found in the analysis that the drill body was free of technical damage. The color was not changed. The wire was without kinks.- the plug was not deformed. It is fully inserted into the connector. The tip of the cartridge was not deformed. The burs were inserted and clamped correctly. It was recognized correctly when connected to the console. Motor bearings were heated above 130 f for 1 min (tolerance 113 f max for 5 min). The locking mechanism of the boron worked without jamming. There was no excessive noise during operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.